Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the rate response upper activity rate was increased on the patient's implantable pulse generator (ipg), they experienced coughing. Reprogramming occurred. The ipg remains in use. No further patient complications have been reported as a result of this event.